Event description:
Blood glucose results were 80 points higher when compared to two other meters; however results and testing time intervals were not provided. It was reported customer was given insulin based on the higher result however the amount was not known. Reporter stated after administering insulin, customer was having low glucose symptoms and glucose was low result, not provided, so had to be given juice and an IV. No specific times could reportedly be provided. A request was made for the return of the suspect device and replacement product was sent.